Manufacturer narrative:
Eval result: brake cam.

Event description:
It was reported by svc report that the brakes were not holding. It is unk if there was pt involvement; however, no adverse consequences were reported.